Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar valves do not "valvulate" ( leak) during surgery. Additional information and product sample were requested for evaluation.

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause is for this report is not know. (B)(4).

Manufacturer narrative:
Additional information in describe event or problem and evaluation codes. (B)(4).

Event description:
Additional follow up information was received; the reported informed that the event occurred during a vitrectomy surgery. There was no patient harm associated with the event. There is no additional information available.